Manufacturer narrative:
H10: additional related report number: (B)(4). The complaint on the 3-way high pressure stop cock could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
A medsun medwatch uf/importer report # (B)(4) was received stating: a 3-day-old infant was receiving total parenteral nutrition (tpn) fluids. Nurse noted that the stopcock attached to the infant¿s central line had multiple cracks, causing fluid to leak. No excessive force was used. The original medwatch stated that staff reported that this has happened five times with the same stopcock type on this particular infant. However, further information was later received that there were only two occurences for this particular patient (twin #1). Additional information was received from the customer stating that the event occurred in the hospital's pediatric intensive care (picu) department. The customer reiterated that the patient involved was a 3 day year old, and was of white race. It was further reported that the stopcock was found to be cracked, so it was replaced. The new replacement stopcock also cracked and was replaced; so there was a total of 2 stopcocks cracked for twin #1. This issue happened on two subsequent days. There was no bleed back, no delay of treatment, no harm to the patient; remaining stable before/during and after the cracks were discovered. The stop cocks were changed twice and therapy resumed without further issue. No details were available regarding how the lines were set up and there was nothing reported to indicate a disconnection. This emdr reflects the second of the two occurrences for twin #1.